Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight devices were received for evaluation; 7 events were confirmed during testing. Three devices were found to be affected by damaged internal components. Four devices were found to be affected by internal corrosion. One device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device ran without user activation. Seven events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.

Manufacturer narrative:
One event was redacted by the user facility.

Event description:
This report summarizes 7 malfunction events in which the device ran without user activation. Six events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.